Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, low advia centaur xp ca 19-9 result on a patient. Siemens has reviewed the information provided and has concluded the incident investigation. The customer had a sample that recovered 76 u/ml with advia centaur xp ca19-9 reagent lot 457 but when repeated with the advia centaur cp ca19-9 assay it recovered 115 u/ml. The sample was sent to another hospital for testing on two other alternate ca 19-9 platforms, however the results were not provided. Siemens issued an urgent field safety notice cc 16-02.a. Ous, ca 19-9 bias between the advia centaur cp and the advia centaur/xp/xpt, "customers should not use the advia centaur/xp/xpt systems interchangeably with the advia centaur cp when generating ca 19-9 results for monitoring patients. Serial monitoring of patients may continue when either system is used independently." Although the field action indicates on average a lower bias with advia centaur cp than advia centaur xp/xpt, the customer's sample recovers higher with advia centaur cp. For the >60 - 700 dose segment, which is where the customer's sample recovers, the % bias range was -51% to 65% so the 51% higher advia centaur cp recovery falls within what the field action describes. The instruction for use (IFU) states the following in the limitations section: the IFU states in the limitations section: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." Siemens confirmed that the customer had previously received urgent field safety notice cc 16-02.a. Ous and they are operational. The assay is performing within specification. No further evaluation of the device is required.

Event description:
A discordant low advia centaur xp ca 19-9 result was obtained on a patient sample. The sample was repeated on an alternate advia centaur cp system, resulting higher. The higher ca 19-9 agreed with the patient's history. The higher ca 19-9 repeat result was reported as the correct result to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant low advia centaur xp ca 19-9 result.